Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a damaged battery cap and they were unable to unscrew it. Customer stated that when they attempted to unscrew the battery cap, the insulin pump case cracked as well. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 201 mg/dl at time of reporting. Nothing further reported.